Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump initially showing much lower insulin volume than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, reloaded same cartridge with guidance from technical support, and then delivered test bolus while disconnected to update fill estimate, after which displayed amount aligned with expected value and issue was resolved.